Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin. She changed everything twice and the insulin pump was still not delivering insulin. Her blood glucose level was around 400 mg/dl. The insulin pump alarmed no delivery. The alarm was caused by an occlusion in the infusion set. The device was not returned.